Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported pump had a primary failure for the primary audible alarm background test and system failure for acu watchdog failure. Confirmed customer reported errors during visual inspection and review of device event log. Speaker wiring is intact with no obvious signs indicating damage. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Probable cause due to electrical component interference. All functional test of the device passed.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a primary failure for the primary audible alarm background test and system failure for acu watchdog failure. There was no patient involvement.